Manufacturer narrative:
Product complaint # (B)(4). The expedium peek lordotic rod was returned to the complaint handling unit (chu). The rod was found to be broken towards one end. Optical imaging of the fracture shows two surface morphologies; a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. Both surfaces display fatigue striations/progression lines that extend across the surfaces toward the potential crack termination sites. Imaging of the fractured surfaces shows that the surfaces have smooth shiny appearances suggestive of the surfaces rubbing together post fracture. This wear obstructs surface morphologies that may have been present at the time of fracture. No material defects or other abnormalities were observed in this analysis. This rod passed inspection prior to release in accordance with its release notifications featured in its device history record. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the rod breaking postoperatively cannot be determined from the sample and the information provided. The results from fracture analysis have determined that the probable root cause is a fatigue failure due to a high load placed on the rod over an extended period of time. No issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Did a revision lumbar fusion and both sizes 3.5 rods were broken when opening the patient. Patient is a house wife and had not done any abnormal activity that could have caused the breakage.